Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). MFR date: the lot 14m002 was manufactured from november 01, 2014 ¿ november 03, 2014. One actual unit was received at the plant for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and a mark was located on the exterior surface near the rupture line. The reported condition was verified. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during the filling with an unknown drug using a robotic system (non-baxter product). There was no patient involvement. No additional information is available.